Event description:
Three-level pyrenees plate broke approx 11 months post-operatively. Pt was re-operated on, undergoing posterior cervical fusion. The plate remains implanted.

Manufacturer narrative:
Based on info from the rep, as well as an internal review of the x-rays, the plate fracture may be due to a pseudoarthrosis. The pt underwent a re-operation (posterior cervical fusion) approx one year post-op, the plate remains implanted and will not be returning for eval. The rep reports that the pt is doing well and surgeon has no concerns.